Event description:
It was reported a spectrum pump would not recognize a closed door. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "would not recognize a closed door" was confirmed through evaluation as a "load set" alarm. This alarm corresponds with the reported symptom. Evaluation found that this condition was caused by a loose link screw. The screw was adjusted during evaluation and the door performed as expected. The screws were replaced during the repair process.